Manufacturer narrative:
H6: correction to evaluation conclusion codes - the evaluation conclusion was updated from 'known inherent risk' to 'unintended use error caused or contributed to event.'

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Difficulty was noted when crossing the septum during the trans-septal puncture. The closure device was deployed and implanted successfully. At the end of the case, transesophageal echocardiogram (tee) revealed more fluid present in the pericardium than what was documented at baseline, so a pericardial effusion was suspected. The patient was observed for 15 minutes before a pericardiocentesis was performed. Per physician, the pericardial effusion was caused by suspected but unconfirmed perforation to lateral wall during the trans-septal puncture. Device remains in service. Patient recovered well and was discharged.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Difficulty was noted when crossing the septum during the trans-septal puncture. The closure device was deployed and implanted successfully. At the end of the case, transesophageal echocardiogram (tee) revealed more fluid present in the pericardium than what was documented at baseline, so a pericardial effusion was suspected. The patient was observed for 15 minutes before a pericardiocentesis was performed. Per physician, the pericardial effusion was caused by suspected but unconfirmed perforation to lateral wall during the trans-septal puncture. Device remains in service. Patient recovered well and was discharged.